Event description:
It was reported that the patient developed a large hematoma at the surgical site two weeks post implant, and patient was hospitalized for a few days. The patient was given a short term of antibiotics resolving the hematoma. The patient is doing fine.